Event description:
Per the patient, in (B)(6) 2015, they took everything out and started from scratch. The patient would not provide any identifying information; therefore, no additional follow-up is possible at this time.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).